Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were no end of life alerts. Product was provided for investigation. Receiver vibration and speaker test were conducted and passed. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via product. No injury or medical intervention was reported.